Event description:
Rptr states device did not remove plasma as it indicated. Instrument claimed to remove 3,303 ml of plasma. Actual amount removed, by scale, was 1,243 ml. Pt had a net fluid overload of 2,335 ml. MFR theorized the plasma valve was not occluding properly. Pt was not adversely affected.